Manufacturer narrative:
The therapy electrodes used during reported event were not available for the evaluation. A cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device didn't recognize defibrillation therapy cable. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.   Though stryker requested some patient information, stryker will not request any information which can identify, directly or indirectly, a person to be in accordance with regulation (EU) (B)(4) of the european parliament and of the council. A stryker service representative performed an initial evaluation of the customer¿s device and was not able to verify the reported issue. After completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device didn't recognize defibrillation therapy cable. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.